Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate atp therapy. X-ray revealed that the lead had dislodged. The lead was explanted and replaced.